Event description:
It was reported that the patients implant was in the occipital lobe and epidural cervical neck. Prior to getting the implant they had an accident and had rods in their back, a heart condition, and were disabled. They had the implant for pain from the accident. It was reported that from implant to (B)(6), when the revision was done, the patient could not look down. They had a stiff neck and it was touching another nerve. In the revision, they turned it sideways. The patient had the revision done (B)(6) 2014 and it was revised for better coverage. The last appointment before the revision was 4 months earlier. A manufacturer representative had seen the patient post operatively on ¿(B)(6)¿. It was reported that the patient was told they would have 4 leads and they only were implanted with two. They told the patient they would have a long lasting rechargeable system and they got a primary cell, so there was a bad experience with the initial implant. Further information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).